Event description:
Boston scientific received information that one day post implant this left ventricular (lv) lead exhibited an increase in pacing threshold measurements from 1 to 2 volts to 3.5 to 5.0 volts. The lead was still able to capture, but the lv pacing percentage was only 30 percent. It was suspected that the lv lead was oversensing either the right atrium or the left ventricular protection period. Information received confirmed the lv lead had pulled back into the coronary sinus (cs). A revision procedure was performed and the lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was discarded and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.